Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl due to the infusion set falling out. The customer treated with insulin. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The set will be returned for analysis. No further details given.